Event description:
It was reported that after a transurethral microwave treatment procedure, a urethral-scrotum fistula occurred. The physician completed the procedure and a cystosopy was performed for the placement of a foley. About 1 week later, the pt developed a draining abscess into his scrotum. After about a month, the pt continued to have drainage to his scrotum. The pt was treated with antibiotic and sent to another specialist for possible surgery. No further treatments were reported.

Manufacturer narrative:
No device has been returned, therefore no direct product analysis will be available. The device history record for this serial was reviewed. All mfg and quality assurance testing was carried out in accordance with standard procedures. The device history record for this serial shows that the product met its specifications at the time of release. As no device was received for anlaysis, it is not possible to determine the root cause of the event.